Event description:
The customer reported that the device has speaker malfunction. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at a philips authorized bench repair facility by a philips bench repair technician (brt). Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. The reported problem could not be confirmed. If additional information is received, the complaint file will be reopened for further investigation.